Event description:
It was reported that prior to starting a da vinci nephropexy procedure, a nurse checked the prograsp forceps instrument and felt that it didn't move freely. The instrument was re-sterilized, but the restricted movement remained. The device was not used on the patient. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that instrument's grip cable was derailed at the back idler pulley at the housing. The pulley exhibits orange colored residue on the cable grooves. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, could likely cause or contribute to an adverse event, if to recur.